Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) triggered an error message during procedure. The affected device will be replaced with another. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: the issue was not reproduced on site for this reason the device was requested for further investigation at the manufacturer site. Results revealed that the issue could not be reproduced. However, the photoelectric barrier, which may be involved in the reported failure, will be replaced as precaution. Based on the above facts, the most likely root cause of the reported event is a defective component showing the error intermittently.